Manufacturer narrative:
Date of event is estimated. The event of system explant was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer numbers: 1627487-2020-04601, 1627487-2020-04603. It was reported that the patient underwent surgical intervention on an unknown date wherein the scs system was explanted. The reason for the procedure was not provided to the manufacturer. Since it is not known which device contributed to the issue, all possible devices are being reported on.